Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The bending section rubber was torn and the metal blade inside was sticking out. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus france this phenomenon was attributed to the soldering fixation of the end of the metal braid which was incorporated into the passive bending section came off, and the end of the metal braid was protruded from the bending rubber. The detachment of metal braid was attributed to degraded fixing strength from corrosion of soldering section because there were traces of fluid ingress inside the device and the metal braid edge were corroded.